Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer described the lancet protruding past the cap and staying in his finger until he pushed it back in. Customer said when the lancet fires, it stays in his finger and he has to "push hard on the device" to get the lancet to go back in. Customer said the lancet has not broken off into finger, and he has not received treatment for it. Customer advised the drum was seated correctly. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.